Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to power up. Upon troubleshooting fse found that use was activated on the mpdu of the equipment, revealing that one of the fuses and its holder within the mpdu was damaged. To resolve the issue, fse replaced the opened fuse and the fuse holder. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.

Event description:
It was reported to philips that the system was unable to power up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.